Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen became cracked and unresponsive while the customer played softball. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections and also confirmed an alternate pump is available for insulin therapy.